Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported an intermittent sensor failure. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned sensor was evaluated. During this testing it was found that the sensor failed continuity testing, and the led does not illuminate. The monitor displayed a sensor off error message indicating a hard failure rather than an intermittent issue.